Manufacturer narrative:
The customer will not return the device to ge healthcare for evaluation. The customer could not confirm low output in the diagnostic evaluation. A leak was confirmed due to a faulty quad seal and loose actuator spindle lock nut, both of which could lead to intermittent low output. No further information is available regarding the resolution of the reported issue. Customer contact reports no patient information available.

Event description:
The hospital reported an anesthetic agent leak and patient movement during a case indicating light anesthesia. There was no report of patient injury.